Event description:
It was reported that the right ventricular (rv) lead had no capture and had dislodged after the implant procedure. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.